Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating the reported issue occurred prior to a diagnostic procedure. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue regarding ¿no image appears¿ was confirmed, discoloration of the connecting contact was confirmed, cable buckling was confirmed, cable injuries and flooding were confirmed, and the free lock lever operation was confirmed. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the image with the camera head could not be displayed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, appearance defect was noted on the cable, air/water leakage was noted, appearance defect was noted on the video connector, and the lock button on the scope mount was noted to be stiff. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.